Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia. According to the reporter: this pt, who was part of a clinical study, had hernia surgery on (B)(6) 2013. Pt presented with wound infection. Lab test showed growth of staph aureus. Pt was prescribed tbl. Dicloxacillin. Infection has resolved as of (B)(6) 2013. According to the reporter, relationship to the device is unk/impossible to determine.